Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a biliary tract examination procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. It was observed that the working channel sleeve protruded more when the spyscope ds was articulated. The procedure was still completed using this device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a biliary tract examination procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. It was observed that the working channel sleeve protruded more when the spyscope ds was articulated. The procedure was still completed using this device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 25sep2018. Reportedly, no part of the device was detached inside the patient.

Manufacturer narrative:
Additional information received (B)(4). A visual evaluation was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded. Working channel sleeve protrusion remained consistent when the distal tip was articulated by turning the knobs in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.